Event description:
Same case as MFR ID#: 2134265-2010-01972, 2134265-2010-02306. It was further reported that the 3.0x24mm taxus liberte stent was post dilated with a 3.5x12mm quantum maverick balloon at 14atm for 14 seconds and 16atm for 10 seconds. The balloon was removed so the vessel could be visualized and was reinserted and inflated at 20atm for 18 seconds. The dissection noted following post dilation was reported to be an edge dissection.

Event description:
It was reported that the surgeon implanted a ring attempting to do a valve repair. Didn¿t work. So he implanted the 27mm mitral valve which did not appear to be oversized. As he was suturing in, he tied down the knot, one of the sutures broke ¿ he had to put one or two repair stitches. When they came off pump, the aortic valve was completely insufficient. He found he had snagged one of the aortic leaflets. He had to explant the 7000tfx27 and implanted a 7000tfx25mm in it¿s place. A 3300tfx-19mm was implanted in the aortic position, (B) (4). The device is being returned. The surgeon did state that this was not device related ¿ it was technique related. Does not consider this a complaint and does not want to be contact. No customer letter is required. (B) (4). No additional information is forthcoming.

Manufacturer narrative:
Evaluation summary: reddish brown stains and suture holes are detected in the sewing fabric. No other inconsistencies detected. (B) (4) explanted to expose the aortic valve. X-ray, reddish brown stains. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device was returned for evaluation.